Manufacturer narrative:
Product complaint #: (B)(4) batch #: r5c455 device evaluation summary: the analysis results found that the ntlc75 device was received with no apparent damaged and with a reload loaded in the device. The reload was returned with the knife exposed and had the proximal 3 drivers up and the remaining drivers down with staples present and swing tab in the locked position. The cartridge reload swing tab was reset in order to fire the cartridge. The device was test with the returned cartridge and fired without any difficulties. The staple line was complete, and the staples meet the staple form release criteria. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. It is possible that the knife exposed noted on the reload is consist with the firing knob was not returned completely prior to opening the device causing that the knife not returned completely to its home position. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the radical resection of right colon cancer surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.